Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that there was a hole in the cassette discovered when removing from the machine. Upon follow up, the patient confirmed the reported event occurred on (B)(6) 2024 and that fluid poured out of the cycler door prior to removing the cassette after treatment. A drain complication please check patient line and drain line alarm occurred during drain 3 and the treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next two days while the cycler dried out. The patient is currently continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that there was a hole in the cassette discovered when removing from the machine. Upon follow up, the patient confirmed the reported event occurred on 6/2/2024 and that fluid poured out of the cycler door prior to removing the cassette after treatment. A drain complication please check patient line and drain line alarm occurred during drain 3 and the treatment was cancelled. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next two days while the cycler dried out. The patient is currently continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.